Event description:
It is reported that the pt was revised. Implant and explant dates are unknown. Reason for revision is unknown.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: no product returned for eval also x-rays are not available for review. The item number and lot number of the device is not known. The manufacturing records could not be reviewed as the lot number is not available. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.